Event description:
It was reported that during a device replacement procedure due to normal elective replacement indicator (eri), the set screw of the device was difficult to be loosened. Noise resulting in oversensing and pacing inhibition was noted on the right ventricle channel while actively loosening the setscrew, resulting in the patient experiencing asystole. Loosening of the setscrew was halted, device pacing continued, and the asystole was terminated. The physician considered the asystole episodes to be short and not clinically significant. Loosening of the setscrew was completed and the device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty untightening the setscrew was confirmed. Analysis revealed that the user/physician stripped the setscrew inset. The abbott torque wrenches cannot be examined since they were discarded. No device anomalies were found. The problem is related to the user¿s use of the torque wrenches.